Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed the device met all quality criteria and manufacturing specifications prior to release. Factors outside the scope of nxstage therapy can impact the patient's weight, these include but are not limited to the accuracy with which intake is recorded, the weighing techniques used, and the patient's comorbidities. The nxstage system one user guide provides information on the risks associated with dialysis therapy and suggested actions, instructions, cautions and warnings to enable patients to treat safely and effectively. UDI: (B)(4).

Event description:
A report was received on 19 mar 2021 regarding a (B)(6) year old male with a medical history including diabetes and end stage renal disease, who stated an insufficient amount of programmed fluid was removed during a home hemodialysis treatment on (B)(6) 2021 and the patient was hospitalized. Additional information was received on 25 mar 2021 from the home therapy nurse (htn) who stated the patient was admitted to hospital for fluid overload on (B)(6) 2021. Per the hospital summary report, the hospitalization included treatment of diabetic ulcers and the patient was discharged in stable condition on (B)(6) 2021 to continue diabetic ulcer care and hemodialysis therapy with the nxstage system one.